Event description:
Customer reported us the following information: "this e-mail is to inform you of a new event related to material safety concerning the abg ii hip prosthesis. A declaration to the ansm has been made today. The prosthesis was implanted on (B)(6) 2010 on the left side. Regular monitoring has been carried out for 10 years following material vigilance and a deterioration has been observed for 10 years. The patient is 60 years old, 89 kg, 169 cm. Prosthesis fitted and explanted by dr. On opening on (B)(6) 2021, the implant was well fixed but synovitis and a strong effusion were observed. Metallosis was also observed. The prosthesis was changed. At the biological level, there was no increase in chromium and cobalt".

Manufacturer narrative:
Reported event: an event regarding metallosis involving a abgii modular device was reported. The event was confirmed.   Method & results: -device evaluation and results: device evaluation was not performed as no devices were received. -device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. -complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported metallosis is considered to be under the scope of this recall. No further investigation is required.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abgii. Modular stem is considered to be under the scope of this recall. No further investigation is required.

Event description:
Customer reported us the following information: "this e-mail is to inform you of a new event related to material safety concerning the abg ii hip prosthesis. A declaration to the ansm has been made today. The prosthesis was implanted on (B)(6) 2010 on the left side. Regular monitoring has been carried out for 10 years following material vigilance and a deterioration has been observed for 10 years. The patient is (B)(6), 89 kg, 169 cm. Prosthesis fitted and explanted by dr. On opening on (B)(6) 2021, the implant was well fixed but synovitis and a strong effusion were observed. Metallosis was also observed. The prosthesis was changed. At the biological level, there was no increase in chromium and cobalt".